Event description:
The customer reported that the insulin pump alarmed motor error. Troubleshooting was performed. The customer stated that the device was exposed to an MRI. Reviewed the alarm history and found an error alarm. Ran a displacement test and the test failed. Advised the customer revert to back up plan until the replacement of the insulin pump arrives. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with an error and motor error alarm during rewind as a result of a motor encoder signal being out of phase. Further testing could not be performed due to the motor error anomaly.